Manufacturer narrative:
Correction: it was reported that a small hole was observed in the top seam of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag that resulted in a leak. Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small hole was observed in the top seam of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.